Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
The reporter indicated "the filter is not open, and the head end scratches the intima of the blood vessel."

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. Corrected information provided in d.4. A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. A review of the sample returned by the customer was performed. The customer returned the delivery catheter sheath, pusher wire, dilator, and the cartridge with filter inside. Upon visual inspection it was found that there was breakage towards the distal end of the catheter sheath. There was no damage found to any other returned components. The device was functionally tested, and the dilator and pusher wire advanced through the delivery sheath with no issue. The filter was deployed and opened successfully with no damage found to the filter. Based on the evaluation, this defect could not be duplicated, and the complaint could not be confirmed. The complaint was not confirmed, so we cannot do any further evaluation and no corrective action is required at this time.